Event description:
The male patient received a 3.5 x 18mm cypher select stent in the mid rca. The lesion was in-stent restenosis of a previously implanted unknown stent. As it was reported by the database, the patient had recurrent angina at the one month follow-up. Almost one year post procedure, angiogram showed a minor 20% lesion in the left main. The circumflex had a 90% narrowing. Within the stent in the rca there was 40% occlusion proximal, 70% occlusion in the mid portion, 95% occlusion in the distal portion. Patient was referred for CABG. The patient had a triple CABG with reverse saphenous vein graft to pad, reverse saphenous vein graft to second om, and reverse saphenous vein graft to 3rd om.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.